Event description:
A customer contacted beckman coulter regarding erroneous hemoglobin (hgb) results generated by the coulter hmx hematology analyzer with autoloader. Patient a, b, and c samples were tested for hgb and results of: 15.2g/dl, 11.5g/dl and 10.8g/dl were obtained for patients a to c respectively. Some of the hgb results were printed with customer defined "l" flag. "L - result is lower than your reference interval low limit. Follow your laboratory's policies for reviewing the sample." The hgb results were reported out of the lab and questioned by a physician. The orginal samples were re-tested for hgb and the repeated results were: 16.2g/dl, 12.4g/dl, and 11.9g/dl for patients a to c respectively. The results were corrected. Based on available information, there was no impact to the pt treatment as a result of this event.

Manufacturer narrative:
Investigation summary: qc was performed before and after the event. The instrument is currently performing within qc specifications. The erroneous results occurred in primary mode of operation. A field service engineer (fse) was dispatched to the customer's lab. The fse replaced blood sample valve (bsv) actuator and cleaned the bsv ports. The fse verified repair per established procedures; the results meet published performance specifications. Hardware issue addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.